Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported intermittencies with the device when chewing.

Manufacturer narrative:
Damage to the lead wire of the conductive link was determined to be the root cause of device failure. The accident reported in the patient report appears to match the damage found. Other damages found during investigation are attributable to the removal surgery. Additional information states that an unexpected cholesteatoma was observed during explantation. This is a final report.

Event description:
The recipient reported intermittencies with the device when chewing. According to additional information received from the field the recipient hit his head on a steel tube in (B)(6)2018. Around (B)(6)2018 he started experiencing intermittencies in sound when using the device. The device has been explanted.